Manufacturer narrative:
The insulin pump was received with blank display due to battery cap missing the metal contact. Installed a test battery cap and continued testing. The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The insulin pump received with scratched case, cracked retainer, missing display window cover, keypad overlay peeling, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that the insulin pump had blank display. Troubleshooting was performed. Customer's blood glucose level was 11mmol/l at the time of the incident. It was reported that the battery cap's contacts were not damaged nor missing. It was reported that troubleshooting did not resolve the issue and the display did not return. It was reported that the customer was advised to let the pump rest for two hours and customer called back after two hours with the issue not resolved. It was reported that the customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.